Manufacturer narrative:
Reference medwatch report with (B)(4) for a separate event reported on patient #2.

Event description:
Customer states, a patient reportedly received results of hi and 170 mg/dl within 10 minutes on the inform system. No actions taken based on device result. No adverse event reported. Requested return of suspect device and replacement was sent.